Manufacturer narrative:
Additional excluder® device included in this report: pla360400/11913870. A review of the manufacturing records for pla360400/11913870 verified that the lot met all pre-release specifications. Please note: a manufacturing evaluation could not be completed for rlt351414, as the lot number for the device was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomographic angiography (cta) identified a type ii endoleak originating from a lumbar artery. The aneurysm had reportedly grown from 65 mm to 71 mm in diameter. On (B)(6) 2015, repeat cta confirmed a persistent type ii endoleak, and a proximal type I endoleak was also identified. No re-intervention procedure has been planned to date. The physician will continue to monitor the patient.

Manufacturer narrative:
The following additional devices were implanted: plc181000 - (B)(4), plc181200 - (B)(4), pla360400 - (B)(4). Corrected to (B)(6) 2014 added aneuerysm size measurment results a review of the manufacturing records for the implanted devices plc181000/ 13091590, plc181200/ 12272783 and pla360400/ 11913870 verified that the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, computed tomographic angiography (cta) identified a type ii endoleak originating from a lumbar artery. On (B)(6) 2015, a type ii endoleak originating from a lumbar artery and a type ia endoleak were identified via cta. The aneurysm had reportedly grown from 65 mm to 71 mm in diameter. On (B)(6) 2016, additional aneurysm growth to 77mm in diameter was identified via follow-up cta. On (B)(6) 2016, it was decided to convert the patient to open surgery and to explant the devices. The patient tolerated the procedure.